Manufacturer narrative:
The affected hose system of type ventstar coax was available for investigation. During the analysis at manufactuing site the described problem could be confirmed. It was found that the adhesive connection of the outer hose had come loose. The inner circuit was still connected with the connector so that the rotation of the patient connection resulted in a twisting of the inner circuit. An error during the bonding process in production was identified as the root cause. The adhesive is applied to the connector in a semicircle and distributed by circular movements when the hose is attached. Insufficient bonding of the hoses or a broken adhesive connection can result in reduced adhesion of the hose to the respective connector. This can additionally be favored by an insufficient amount of adhesive. The manufacturer has initiated additional training for employees regarding the bonding process and has ramped up visual inspection to 100% during packaging. According to the instructions for use the breathing circuit has to be checked before use. As a result of a twisted inner circuit a blockage can occur leading to an increased airway pressure. This is detected by the connected main device and a corresponding alarm will be posted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the coupling piece on the patient side has come loose from the coax hose, so that the inner hose is twisted and ventilation was no longer possible. No injury reported.

Event description:
It was reported that the coupling piece on the patient side has come loose from the coax hose, so that the inner hose is twisted and ventilation was no longer possible. No injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the coupling piece on the patient side has come loose from the coax hose, so that the inner hose is twisted and ventilation was no longer possible. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.